Event description:
Customer reported leaking around bottle crimping after inoculation of specimen. Customer reported seal appeared loose and not tightly seated. Bottle discarded. No death or serious injury as a result of this event.